Event description:
It was reported that it seemed like a longer portion of the stylet tip was bent resulting in more difficulty steering and patients reporting discomfort during implant. Five days later, it was reported that this was noticed with pre-bent stylets. No malfunctions were seen, and the cause of the event was not determined. The reporter stated the issue occurred during a trial. It was noted that the leads were in place, but with what appeared to be a bigger bend than normal, the lead position "changed completely" after the stylet was removed and the electrodes were left in a suboptimal location. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 3776, product type: lead. (B)(4).